Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the device was received at the service center and evaluated. Per service manual operational and diagnostic analysis confirmed reported issue of pairing failure. The receiver pcb was replaced as identified in the investigation to address the reported issue. Evaluation also revealed error 200 issues and the psu board was replaced to remedy the issue. The scratched top plate was replaced. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer that during an unspecified surgical procedure, it was observed that the vapr vue generator device was not pairing with footswitch. A new footswitch was tried but still did not work. During in-house engineering evaluation, it was determined that the device displayed a 200 error code. There was no delay in the surgical procedure as a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.